Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that an echocardiogram was performed and determined the patient had a pericardial effusion. Physician decided to explant instead of repositioning. This lead was explanted and replaced. No additional adverse patient effects were reported.